Event description:
It was reported that balloon deflation failure occurred. The patient was presented with coronary artery disease and underwent percutaneous coronary intervention. The target lesion was moderately tortuous and moderately calcified. A 2.00mm x 12mm emerge balloon catheter was advanced but failed to cross the lesion. However, it was noted that the balloon failed to deflate after inflation. The procedure was completed with a smaller balloon. There were no patient complications nor injuries were reported.